Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was returned without the clip and therefore, a functional test could not be performed. The drive wire was visually examined and determined that the device wire was within appropriate mfg specs. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a correction action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopy procedure in the colon, a cook instinct endoscopic hemoclip was used for hemostasis. Once attached to the mucosa, the clip stayed in the closed position and would not release from the clip deployment device. The physician tried wiggling the catheter to facilitate clip release. The drive wire broke [likely disconnected from the handle]. The physician eventually got the clip off. The physician had to pull the catheter and clip off which damaged the site more. Add'l clips were needed. A section of the device did not remain inside the pt's body. Other than the placement of add'l clips, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.